Event description:
Customer reported receiving a battery icon on the display of his freestyle flash blood glucose meter on the evening prior to the medical event and subsequently woke up feeling hypoglycemic. He then lost consciousness but was revived when his daughter gave him cookie dough and peach juice to drink. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for an investigation. A final report will be submitted when the investigation is complete.